Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a serious injury. Upon completion of the investigation it was noted that the programmer was returned to medos and was forwarded to the manufacturer hmt for evaluation and repair. The examination did confirm a problem. The serial number of the programmer was found to be (B)(4) and the product code was 82-3190. The manufacturer hmt found that the transmitter cable is damaged due to what appears to be aggressive handling. This however, could not be confirmed. The programmer was tested according to procedure; various tests were performed in accordance with our internal test method. Based on the results it appears customer handling appears to be the root cause for the problem reported by the customer. Based on the investigation this complaint no further action is required. Trends will be monitored for this and similar events. This complaint is considered closed.

Event description:
E-mail received from the sales rep. Informed that: "the pa who reported the incident to me today said that he programmed the patient to 180mmh2o but the x-ray showed 130. They tried again and I haven't heard about the second x-ray. They also said the programmer got hot". Additional information received on (B)(6) 2012 from the sales rep.: "patient had to be reprogrammed and x-rayed three times. Borrowed a programmer from another facility and the patient was finally programmed to the appropriate setting on the third attempt. (B)(4). We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a serious injury.